Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins intensity was increasing on its own. The patient first noticed pain in their feet about three days ago and finally went to the hospital the day of the report because they could not even walk. They were also complaining of pelvic pain, which had started the day of the report. They reported no falls nor trauma. While in the hospital/emergency room (ER), they called their brother, a doctor in mexico, who said the ins therapy could have caused the pain. They connected their handset to the ins and saw the ins was on the highest setting. The 8.5 volt setting was reviewed and the patient was not sure if that was right. They decreased back to "four something" and confirmed the pain went away. Level four was what worked well for their therapy. During the call, the patient said the therapy was increasing on its own and causing pain. They said it was up to 6 volts. They did not keep the communicator against the ins. It was recommended they turn the ins down or off, then remove the communicator from their body, turn it off, and end the session on the application, and not place the devices near the ins site. They were redirected to have the hospital page a manufacturer representative to check the ins or follow up with their doctor as needed. The healthcare provider reported the patient had stimulation programmed at 4.8 volts, and reported the pelvic pain had subsided. The patient had the communicator in their purse, and when they re-interrogated again, the ins stimulation went up to 5.0 volts. It was reviewed how to turn stimulation down to 0.0 volts and off. Two days later, another healthcare provider reported the patient was still in pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported they were in the hospital because of pain in their leg and pelvis. Patient turned stim off and the pain improved. Patient said stimulation automatically turned back on. Patient said they know how to turn stim off. Patient wanted to meet with a representative. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
H6: code a0904 was omitted from previous report. Code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the ins was turned off by the patient and stayed off. Hard to find program that worked well for the patient.